Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. The insulin pump was received with minor scratched display window, cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported that the buttons on the insulin pump were not responding. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 172 mg/dl. Nothing further was reported.